Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a robotic laparoscopic gastroplasty, the stapler was able to fire but there was a staple formation issue. It was also stated that the jaws of the device locked on tissue. The doctor needed to force the device to loosen the tissue. It was confirmed that two reloads had the same malfunction. There was no patient injury.